Event description:
Hip implanted used for total hip replacement of the left hip elicits a rubbing sound. Implant does this upon bending over, balancing on one leg -to put on socks-, and causes a pinching pain when left leg is in extension, as if to raise or lift leg or flexion. Dates of use: 2004 - 2009. Diagnosis or reason for use: total left hip replacement.